Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw2246 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (regw2246) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer that the yellow rubber seal on the t-connector set is not making a complete seal. Air and saline leak when flushing after the line has already been primed. No other information was provided. Additional information provided. No patients have been harmed.